Event description:
Devilbiss healthcare was notified by a distributor of a complaint involving a suction unit, stating the unit had "no suction." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned to devilbiss for evaluation, where it was determined the unit was unable to produce vacuum pressure to the minimum specification, possibly due to damage, as the device was missing the pressure gauge and there was a loose connection on the pc board. The unit was repaired to specification and was returned to the customer.